Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during fill tubing, the user did not see drips of insulin out of the tubing. Reportedly, the user fixed the luer lock connection and was able to see insulin drips out of the tubing. There was no impact to the user's blood glucose level.